Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2020-21053, related manufacturer report 1627487-2020-21054. It was reported that patient experienced ineffective stimulation. As a result, the device system was explanted and a new system was implanted. There were no complications during the procedure. Patient was stable.